Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube, and cracked reservoir tube window.

Event description:
Customer reported via phone call, he was attempting to administer insulin and noticed the buttons were sticking. Then the buttons stopped working. Customer's blood glucose was 160 mg/dl. Customer was working out with the device on his waist band and may have pressed the buttons for more than three minutes. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.